Event description:
It was reported that the patient underwent a pocket revision due to movement of the ipg in the pocket. The ipg was placed in a new pocket that was created to better fit the ipg. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Device remains in patient. This is a final report.